Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the lumbar probe was reported to have been bent while attempting to place them inside of the pedicle. It was reported that the site continued with the procedure with a separate probe. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.